Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use in the patient's common femoral artery. It was reported the patient was restless and obese and had a history of peripheral vascular disease, hypertension, and coronary artery disease. The insertion sheath was inserted and after the artery was located, the dilator and guidewire were removed. A sheath kink at the tip was noted upon removal of the dilator and guidewire. The sheath was exchanged with another angio-seal sheath. The artery was located again and the dilator and guidewire were removed without any problem. The angio-seal device was inserted and snapped together and clicked back to deploy the anchor. As the device was withdrawn, tension was felt and the compaction tube was advanced and held for 10 seconds. There was no hemostasis so manual compression was held for 10 minutes and hemostasis was achieved. A couple hours later, the patient went into shock, her hemoglobin was low, and her leg was cold. It was determined she had a bleed. Surgical intervention was performed to remove the angio-seal. The collagen was located in the artery; no information was provided regarding the anchor. The patient expired on (B)(6) 2013. The cause of death was not reported.

Manufacturer narrative:
A final medwatch will be sent at the conclusion of our investigation.